Manufacturer narrative:
Date of event. The event date was not provided. The first date of the month of the aware date was selected.

Event description:
It was reported that the balloon failed to deflate. A 7.0mmx40mmx80cm sterling balloon was selected for use. During the procedure inside the patient, the balloon failed to deflate. The balloon was able to be removed safely. There were no patient complications.